Event description:
According to the reporter, during a bicep tenodesis procedure, surgeon was inserting the spiked washer through the long biceps tendon into the humerus, when three of the spikes broke off halfway up the spike and then the spiked washer cracked. The 4.5mm cortex screw pulled through the washer. Surgeon used a regular washer with the same screw to complete the procedure with no harm to the patient.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 1 for complaint (B)(4). (B)(4). Placeholder.